Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that her mother¿s onetouch ultra 2 meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the alleged meter inaccuracy began on (B)(6) 2017 at 5pm. The reporter stated that her mother obtained alleged inaccurate high blood glucose results of ¿407 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient manages her diabetes using insulin (self-adjuster, novolog and lantus, 4 times per day), it is unclear what action, if any was carried out in response to the alleged issue. The reporter stated that ¿an hour or so¿ after the meter issue began, her mother developed symptoms of ¿wobbly and unsteady¿. The reporter confirmed the patient did not receive or require any treatment. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. The strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.